Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report problems with excessive no delivery alarms. Customer stated that with every 2 or 3 boxes of infusion sets, he receives no delivery alarms and insulin squirted out. Customer stated that he also received a bad box of reservoirs that got jammed up. Customer's blood glucose reading was 333 mg/dl. The customer stated the alarm was resolved by a complete set change. The infusion sets and reservoirs were replaced, but not returned.